Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2024-jan-18 information was received from a friend/family member regarding a patient who was implanted with an implantable neuros timulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller, (the patient's daughter and medical power of attorney) reported that the device had never worked for the patient/therapy had never helped the patient's symptoms since the beginning. The caller stated that the patient had acute hydrocephalus on their brain and that the healthcare provider thought that could be the cause of the pt's incontinence. The patient's managing health careprovider was dr. Michael r bernstein in vineland, nj, and the patient was scheduled to have an MRI of their brain today. However, the caller stated they didn't think the patient ever had a programmer with the implant and so anytime they had to do anything to the ins, so they'd always had to meet with a representative at the urologist's office to turn the therapy off. The caller was then able to correct their previous statement, that the patient had a programmer at one point (they thought it was called a "magnet") and that the doctor would use it to turn it off and back on again however they weren't able to locate it at the time of the call. The callerwas going to continue searching for the programmer but requested a representative to assist the patient. Patient services reviewed the role of a represe ntative with the caller, redirected the caller to the patient's health care provider (hcp) but offered to send an email out to the field to alert them of the situation. Patient services also reviewed device longevity considerations with the caller and the caller stated they didn't think the ins was low because the patient didn't use it much. The caller stated they would look for the patient programmer. They may call back. On 2024-feb-02 additional information was received from the patient. They reported that they met with manufacturing representative (rep) last week and when the rep connected, they saw that the ins was already off. The caller stated they had no idea how it was off and that the rep had told them that "sometimes that happens." The caller stated the ins had never really worked properly for the patient since the beginning. The caller stated because it had been off for sometime, they thought there was still battery life.

Event description:
Patient representative called back and asked for assistance with the new equipment. Caller repeated information that was previously documented. Caller said has been trying to connect and not connecting. Reviewed repositioning however still wasn't connecting and when closed the app, caller said was using the ins x mytherapy app. Reviewed with caller that the app for patient's implanted system is the mytherapy app. Caller attempted however at that time, received the low communicator battery message on the screen. Reviewed charging information. Caller will charge the communicator and then will try to connect using the correct app.

Manufacturer narrative:
Continuation of d10: product ID tm90q0 lot# serial# (B)(6); product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They stated they needed a new programmer and were still waiting. They were asking if they were MRI compatible. This was not due to normal battery depletion. The cause of the device not working was not determined. The issue was not yet resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.